Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot : h11d20023 with no defects noted. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 5 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous during a call with baxter customer service, the nurse reported the following. On an unreported date, the patient made a mistake/touch contamination and the patient cut off the catheter to remove tape. On (B)(6) 2011, the patient experienced peritonitis and was not hospitalized. The patient recovered from the peritonitis on an unreported date. The outcome for the events of patient made mistake/touch contamination and patient cut off catheter to remove tape were not reported. Dianeal therapy was ongoing. The nurse believed the peritonitis with culture positive for (B)(6) and (B)(6) was not related to dianeal therapy and was caused by patient made mistake/touch contamination. The nurse stated the patient made mistake/touch contamination was related to the patient cutting of the catheter to remove the tape. The nurse did not provide an opinion for the event of patient made mistake/touch contamination and patient cut off catheter to remove tape in relation to dianeal therapy.